Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and booted, but ,perpetual rebooting was also observed. The receiver was opened, ui pcba was detached and the receiver log was downloaded. A review of the receiver log determined that the receiver rebooted without user shutdown followed by perpetual rebooting. Receiver functional testing was unable to be performed due to perpetual rebooting. The reported event of initializing screen without manual restart was confirmed via the receiver download. A root cause could not be determined. Additionally, data was provided for evaluation. The report of the receiver initializing without manual restart was confirmed. The root cause could not be determined. It was reported the patient is less than 2 years old. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.